Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: 0206359548, implanted: (B)(6) 2013, product type: lead. Product ID: 3387-40, lot#: 0206359546, implanted: (B)(6) 2013, product type: lead. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were fluctuation impedances on the left side of the deep brain stimulation (dbs) system, which resulted in stimulation changes and overstimulation side effects. A revision was performed on the date of this report to clean the cranial lead and extension connectors and reconnect the devices. Impedance checks were performed, but the impedances remained within normal specifications. The stimulation settings were decreased and the system was changed to constant current mode. The issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the suspected cause was intermittent impedances changes due to variable connection between contacts in the cranial lead/extension lead connector. Cleaning the connectors and reconnecting with torque wrench appears to have stabilized this initial issue.